Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. After troubleshooting, display screen was still blank. Custoemer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the blank display. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a peeling end cap address label, slight corrosion in the battery tube, a severely corroded force sensor assembly and moisture damage on the motor home switch.